Event description:
In 2006, nellcor puritan bennett received a report of "humming noises" coming from a mfen specialized tracheostomy tube. The caller reported that a pt's trach tube was replaced the following day and following the replacement of the tube the pt experienced difficulty breathing and heard "humming noises" coming from the tracheal site. The clinical elected to replace the tube. The caller reported that replacement of the tube isolated the issue. The tube was replaced without incident.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.